Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the buttocks. At the time of contact, no injury or medical intervention was reported. It was reported that a pediatric patient was using an adult receiver. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.